Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A pharmacist reported that the unit of measure on their freestyle flash meter changed. The customer also reported receiving an err4 message and the battery icon was present on their meter. There was no report of death, serious injury or mistreatment.